Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction pressure dome membrane leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot g303 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot g303 for the reported issue shows no trends. Trends were reviewed for complaint category, pressure dome membrane leak. No trends were detected for this complaint category. A photograph analysis was conducted for this complaint. A review of the customer provided photographs show the blood leak on the instrument pump deck around the pressure domes. The leak in the area of the pressure domes is verified based on the photograph provided; however, no root cause for the leak could be determined based on the information provided. During manufacturing the pressure dome assembly is leak tested twice during sub-assembly and once more as part of the finished kit. A material trace of the pressure dome housing assembly and its components used to build lot g303 found no related nonconformances. The device history record review did not result in any related non-conformances and this kit lot had passed all lot release testing. This investigation is now complete. (B)(4).

Event description:
The customer called to report a pressure dome membrane leak during the treatment procedure. The customer stated they noticed a blood leak around the collect and return pressure domes prior to the buffy coat collection phase of the treatment. The customer stated approximately 1435 ml of whole blood had been processed. The customer aborted the procedure and did not return blood to the patient. The customer stated the patient was stable. The customer has returned a photograph for investigation.